Manufacturer narrative:
Additional information: device lot number provided. The probe was returned to the manufacturer for evaluation. Testing found that the tip of the probe was bent, but the unit passed functional testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
UDI not available for this system at time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, it was discovered that the tip of a passive probe was bent. This issue was discovered prior to surgery, after the probe had been verified. The patient had not been opened or scanned yet. Surgery was completed utilizing the navigation system, imaging system, and a different passive probe. Surgery was delayed by five minutes and there was no reported patient impact.